Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the physician was unable to implant the trial lead due to patient anatomy. As a result, no products were implanted and the procedure was abandoned on (B)(6) 2019.